Event description:
It was reported that the pt felt "woozy" in her stomach if she turned the stimulation higher to cover her pain. She still had stimulation for her leg and back. It was reported that the pt lost therapeutic effect about 5-6 months ago following several falls related to the pt's seizures. Pt outcome was unk. Additional info has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the patient's device was working ok, and the patient just needed to charge more.

Manufacturer narrative:
(B)(4).